Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where three infusion sets fell off during physical activity on 14-jun-2024, 16-jun-2024 and 20-jun-2024. The infusion set was in use for 36 hours. Blood glucose at the time of event was notced 155-225mg/dl . Patient replaced infusion set and resumed insulin successfully. No further information was available.